Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a coronary bypass, the doctor had the needle go through the loop and pulled the thread, then the loop broke. The procedure was completed with another device. There was no patient harm.